Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The straightener was not returned. The electrodes were displaced and the pellethane tubing and splines were corrugated and torn. The catheter was unable to be inserted into a stock introducer since the straightener was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the insertion difficulty, torn pellethane tubing, and displaced electrodes remains unknown.

Event description:
This report is to also advise of an event observed during analysis confirming a torn paddle tip and displaced electrodes.

Event description:
Related manufacturer ref: 3008452825-2021-00603. During a right-sided ventricular extrasystole ablation procedure, it was not possible to remove the mapping catheter from the introducer while in the right atrium. Moreover, it was not possible to move the mapping catheter forward or backwards in the introducer. The two devices were removed at the same time from the patient and replaced. The procedure was then completed with no adverse consequences to the patient. An additional femoral puncture site was needed to introduce the replacement introducer and mapping catheter.